Event description:
Information received by medtronic indicated that the customer has reported no motor movement or negligible movement. Retries to free a stuck motor failed (pump error 38) alarm and unable to rewind. Troubleshooting was performed and the issue was not resolved. The customer was able to clear the alarm and also customer was unable to complete the pump rewind. It was unknown whether the pump passed the self-test or not. No harm requiring medical intervention was reported. The customer will discontinue to use the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed the self-test. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to re-occurring pump error 38. P-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump for history files and traces. Pump error 38 was found on (B)(4) 2023 06:16--07:07 & (B)(6) 2024 15:55 in history files and traces. Pump was cut to perform visual inspection found moisture damage on the electronic assembly and motor assemblies. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, scratched case, stained keypad overlay, pillowing keypad overlay, gearbox jammed. Pump error 38 and rewind anomaly are confirmed due to gearbox jammed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.